Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection amikacin 250 milligrams intraperitoneally in bags one and three (duration not reported) and cefpirome injection 500 milligrams twice daily intravenously (duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.